Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, it was confirmed whole screen turns pure white and the displayed contents are not able to be viewed. The device¿s lcd display was replaced to address the issue. The device's lcd display only was returned to the manufacturers product investigation laboratory for additional investigation. No malfunction of the lcd was observed. There were no visual defects. The technician verified there were no backlight or graphic issues with the lcd. The technician confirms the lcd operates as designed. The component is to be scrapped per manufacturer's work instructions.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, it was confirmed whole screen turns pure white and the displayed contents are not able to be viewed. The device¿s lcd display was replaced to address the issue.  In addition of the above evaluation, the technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly and software version was checked, which was not related to the malfunction/issue.